Event description:
Per the surgeon's report, this patient developed edema at the receiver/stimulator site in 2005. The following month, the fluid was drained at the site. Next month, the patient underwent surgery to reposition the receiver/stimulator and rotate the skin flap. In 2006, a seroma had formed which caused the extrusion of the receiver/stimulator. At the end of the month, the surgeon performed a "partial alopecia" with skin flap rotation. By may 2006, the pt developed another seroma with partial extrusion of the receiver/stimulator. The device was explanted approx 5 months later.

Manufacturer narrative:
This is a final report.